Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water leakage was found somewhere around the catheter. The catheter was removed on the 7th day of usage.

Manufacturer narrative:
Received 1 silicone catheter. The reported issue was confirmed, as manufacturer related. Per visual inspection, a cut 0.5¿ from the bifurcation area on the drainage lumen was found. Per functional evaluation, the balloon was inflated with 13cc of air using a syringe and it did not deflate. The balloon was then injected with water by drainage lumen and leakage was noted from the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that water leakage was found somewhere around the catheter. The catheter was removed on the 7th day of usage.